Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that before a procedure the probe had difficulty attaching to the tracker. The manufacturer representative swapped out the trackers and saw that the same behavior with each tracker/probe combination. No patient was present at the time of the event.